Manufacturer narrative:
(B)(4). Concomitant medical products: 010000867 ¿ liner ¿ 3782681; 0100102215 ¿ stem ¿ 2949504; 00877504003 ¿ head ¿ 2955280; 00223200418 ¿ cable ¿ 63694569; 00223200418 ¿ cable ¿ 64230671; 00625006530 ¿ screw ¿ 64143367; 00625006520 ¿ screw ¿ 64179978; 00625006535 ¿ screw ¿ 64190169; 00625006535 ¿ screw ¿ 64190171; 00625006520 ¿ screw ¿ 64857661; 00625006530 ¿ screw ¿ 64199626. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00712.

Event description:
It was reported that the patient underwent hip revision approximately 17 years post implantation. Subsequently, the patient was revised again approximately 2 weeks later due to a traumatic event that occurred during rehab.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI: (B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. No op notes provided for this event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.